Event description:
It was reported by a customer in (B)(6) that, during patient use, the ht70 ventilator generated a back-up battery failure alarm. The patient's mother noticed the alarm, and continued to monitor the condition for a while. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The distributor sent a technician to evaluate the device. However, the reported condition could not be duplicated. There is no add'l info regarding the current status of this unit. (B)(4).

Manufacturer narrative:
The returned device was evaluated for the reported "back-up battery" failure. The battery pack was placed into an ht70 test ventilator. There was no fault found. The ventilator operated as it was intended. (B)(4).